Manufacturer narrative:
Subsequent follow-up with the customer, additional information was received. The reporter stated that the body of the handle trauma recon system 05.001.201 was ovalized, and therefore the lid was slightly difficult to close and the inner ring had turned. It was further reported that they were all put back in place. It was observed that the vibrations make them run in use. But after putting back in place all the rings of all the handpieces of the loan kits, it was realized that the rings could rotate again. (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. (B)(4). Device manufacture date was reported as unknown in the initial report and has been updated to january 28, 2014 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. The device serial or lot number is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from france that during an unspecified surgery, it was observed that the lid device could not closed while in use with the handpiece device. According to the report, the event occurred during the intervention but before the incision. It was reported that there was a 15 minute delay in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.